Event description:
It was reported that a driveline disconnect alarm had occurred. Review of the log files showed a driveline disconnect followed by a pump stop on 06nov2022. The pump operated as intended after the driveline was reconnected. The reason for the disconnect was unknown. Related MFR#: 2916596-2022-15035.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnect was confirmed via log file analysis. The heartmate 3 system controller was not returned for analysis; however, a log file was submitted for review and showed events spanning approximately 6 days (02nov2022 ¿ 07nov2022 per timestamp). The driveline was disconnected on 06nov2022 at 10:05:00 causing the pump to stop. The lvad was off until 10:05:08. The pump resumed it¿s set speed shortly after. There were no other notable alarms active in the log file. Multiple good faith efforts were sent asking if the driveline disconnect was confirmed or ruled out to be caused by the patient, and if the alarms have resolved. To date, no response has been received. A root cause for the reported event was unable to be conclusively determined. The device history records were reviewed and the records revealed the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect and driveline disconnect alarms. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas. These sections explain how to properly switch between power sources. Heartmate iii instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.